Manufacturer narrative:
The ipg passed visual, electrical, photographic imaging and performance tests performed. The complaint of difficulty charging was confirmed due to the ipg being tilted. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. This was due to the ipg being tilted, and the charge field could not couple with it. Battery profile revealed a maximum depletion rate per day, which is within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that a patient was having difficulties charging her ipg. The bsn representative assessed the patient and noticed that the ipg was not lying completely flat under the patient's skin. Upon follow up, the physician chose to revise the patient's pocket as the ipg was tilted. During the procedure, the physician chose to replace the patient's ipg and revise the pocket to a more lateral position. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient was having difficulties charging her ipg. The bsn representative assessed the patient and noticed that the ipg was not lying completely flat under the patient's skin. Upon follow up, the physician chose to revise the patient's pocket as the ipg was tilted. During the procedure, the physician chose to replace the patient's ipg and revise the pocket to a more lateral position. The patient is reportedly doing well following the procedure.